Manufacturer narrative:
The field service engineer (fse) replaced the pipettor tip and performed pipettor alignments. The fse verified transducer temperature, adjusted ultrasonics, and performed a system clean using freshly made cleaning solutions. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the faulty 3-inch probe tip is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-01072.

Event description:
The customer reported out of range low quality control (qc) and discrepant vitamin b12 results, for four patients, involving the access 2 immunoassay system. This report is one of two referencing the patient with a change in treatment. The patient's sample produced an initial result of 0.00 pg/ml and was released out of the laboratory. As a result, the patient was administered a vitamin b12 shot. There has been no report of current patient outcome. The customer retested the sample, on the same instrument, and generated a higher result of 138 pg/ml. The sample was then retested a second time two days after and produced a higher value of 171 pg/ml. The customer then retested other samples and noted results were not reproducible. The customer replaced the aspirate probes and attempted to recalibrate the vitamin b12 assay which failed due to bad fit. The patients' serum samples were collected in 13x100 mm tubes and centrifuged for five minutes. The customer indicated sample quality appeared normal. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.